Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that the defibrillation conductor was distorted, there was blood/body fluid on the distal conductor (not obstructed), the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism (sleeve head), there was blood in/on the helix/lobe mechanism, and the lead appeared to have been damaged at implant. Visual analysis indicated that the helix would not extend or retract due to distal conductor distortion within the connector.

Event description:
It was reported that during the implant attempt, the helix would not extend after repositioning the lead. The lead was not implanted and another lead was used. No patient complications have been reported as a result of this event.